Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The patient effect of pseudoaneurysm is listed in the perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. The devices appear to have worked as intended achieving hemostasis. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was performed with two proglide devices using the pre-close technique via a 10f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure on (B)(6) 2024. The sheath was upsized to a 14f and the tavi procedure was completed. Reportedly, post procedure, complete hemostasis was not achieved, therefore, a non-abbott device was also added. Hemostasis was achieved with 2 proglide devices and the non-abbott device. There were no other evident issues with the devices at the time. However, on (B)(6) 2024, the patient presented with a hard lump in the left groin which was concluded to be a pseudoaneurysm per a CT angiogram. Surgery was performed on (B)(6) 2024 to treat the pseudoaneurysm. Hemostasis was achieved via suturing and hemostats during the surgery. Hospitalization due to the adverse event was reported. It was noted that the development of a pseudoaneurysm is not spontaneous and has been connected in time with tavi. Additionally, the proglide devices are believed to have caused or contributed to the pseudoaneurysm due to an unspecified delayed failure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. D4: the UDI number is not known as the part and lot number were not provided.